Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing, returned t/c passed weight and failed safety. Kmt engineering evaluated the returned t/c and upon further investigation it passed all safety testing. The reported service error code was a onetime failure and when rebooted a couple minutes later it self resolved. This service error code can happen if during the power on self test , the battery is removed and re-installed within 1 second by the user. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient's caregiver called in to report service required error code r2042 (hvm power supply test failure). Customer support troubleshooted by rebooting the system and cleared the error code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.